Event description:
On 23/apr/2024, it was reported by a registered nurse (rn)that this patient on peritoneal dialysis (pd) developed peritonitis. The rn initially was not able to identify the cause of the event. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain and vomiting. The nurse stated that the patient had a pd culture obtained (in the hospital) which had growth of the bacteria enterobacter cloacae. The patient was treated with intravenous (IV) antibiotic therapy with cefepime (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. No further information about the hospitalization was available. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated that the peritonitis was due to internal physiologic translocation of large intestine bacteria.